Event description:
It was reported that a cot drifted down while being unloaded from the ambulance. A pt was on board, but no injuries are alleged. An emt reported that his finger was pinched when he attempted to stop the cot.

Manufacturer narrative:
The customer has reported that the cot has previously been involved in a traffic accident. The operations manual specifies the proper location of hand placement while using the cot. If the operator's hands were properly placed, the pinched would likely have not occurred.